Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and noise were noted on the right atrial (ra) lead causing false indication of atrial tachycardia / atrial fibrillation (af). It was also noted that there was a lack of capture on the atrial lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.